Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient experienced urinary problems, pelvic pain, abdominal pain, dyspareunia, bleeding, urinary tract infection, stress urinary incontinence, and vaginal vault prolapse.all other information is unknown and unavailable.